Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description/event details: the needles come out damaged the liquid of the product does not come out. I list the batches reported on the dates indicated. One reported this month is added. Date lot 26/08/2024, 3179292, 16/09/2024, 3179292, 06/11/2024, 20230331, 25/11/2024, 3284681, 12/12/2024, 3284681, 21/01/2025, 3271799.

Event description:
No additional information.

Manufacturer narrative:
It was reported the liquid of the product does not come out. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos and one video was provided for evaluation by our quality team. The photos show the bottom part of a needle hub in an opened packaging blister. The top web has lot 3284681. The packaging blister was opened by pushing the needle hub thorough the packaging blister top web, instead of pulling the packaging blister top and bottom webs apart. The video provided shows a needle assembly with no plastic shieled assembled to a syringe. There is a hand pushing the plunger rod and no solution is expelled through the needle tip. No other information could be obtained from the photos or video. It could be possible, when pushing the needle hub through the packaging top web, particles were introduced that induced the needle clogging reported. A device history record review was completed for provided material number 305107, lots 3179202, 3284681, 3209281 and 3271799. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.